Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. The patient presented a severe kinking and heavily calcified access vessels. During the insertion of the valve into the esheath+, the passage of the valve was accompanied by high resistance which was not unusual given the narrow and calcified vessels. The valve could be advance outside the esheath+ to the abdominal aorta, but it could not advance further as it was stuck on the aortic calcification. It was decided to remove the system, but difficulties were found to retrieve the balloon into the sheath. It was possible to pull the valve back into the esheath+, however, because the construct consisting of the valve with balloon in the already expanded sheath was too large to pass back through the iliac vessels and ultimately acted like an anchor, a perforation of the right common/external iliac artery occurred, leading to a retroperitoneal hemorrhage. The patient was taken for emergency vascular surgery. The procedure was canceled and the valve not implanted. The patient was noted as to be doing well and was transfer to a normal ward without residual problems.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Provided imagery was evaluated, and the following observations were noted: the patient has tortuous access vessels. Contrast extravasation of the right common/external iliac artery suggested a perforation. The guidewire does not appear to be exiting the distal tip of the sheath. An attempt to remove the delivery system and valve was shown in the imagery. The occlusion balloon was located in the abdominal aorta. The right vessel access minimum luminal diameter (average mld 3.9mm) lower than the required 6mm for a 16f esheath. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the issue of unable to track system through anatomy, through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported issue was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as per provided information there was severe calcification, tortuosity and small vessel diameter at access vessels. Patient factors (i.e. Calcification, tortuosity, small vessel size, preexisting vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Regarding the issue, difficulty or inability to withdraw system with valve through sheath, through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The reported event was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity, small vessels size) likely contributed to the event as per provided information there was presence of calcification, tortuosity and small vessels diameter in the access vessels. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.